Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During preparation for an implant procedure, the helix was tested for functionality. The helix would not extend. The lead was replaced prior to implantation. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for evaluation. Visual inspection found the helix to be fully extended and clogged with blood. X-ray inspection revealed overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be retracted and extended directly at the inner coil. The full helix extension length was within specifications. The cause of the reported event was isolated to the helix being clogged with blood and overtorque of the inner coil.